Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low glucose events while using the ilet system, in the context of missed meal announcements and fluctuating glucose levels, and was provided troubleshooting and education with a recommendation for additional training on proper pump use. Symptoms included low glucose with a nadir of 40 mg/dl and device alerts for low and urgent low. Outcomes included self-treatment with oral carbohydrates and no need for external assistance or medical intervention. Investigation included review of device reports and user practices. Investigation of this case revealed that the correction algorithm delivered aggressive corrections in the absence of meal boluses, consistent with missed meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user adherence to therapy instructions, specifically failure to announce meals, and that further training is indicated.